Event description:
Caller said pt had symptoms of nausea and vomiting and this may be linked to something needing to be done with the pt's gastric stimulator. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).